Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a station was offline. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer disabled the wi-fi adapter, entered new credentials, removed a specific setting, and rebooted the system. The customer observed the issue was resolved, and the service was completed. The system functioned as intended after the field service engineer troubleshot the device.